Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0037936465. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (imaging required, hospitalization). Risk review. A risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa after position, anchor, size and seal (pass) criteria was met. Post release, the closure device was noted to have shifted proximal within the appendage leaving a large shoulder. The physician monitored transesophageal echocardiography (tee) and fluoroscopy imaging to ensure there was no further movement. The patient was kept overnight and had a computed tomography (CT) scan done prior to discharge to ensure maintained position. The closure device remained in a stable position, and the patient will continue to be monitored at the next follow up.

Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced, deployed and released in the laa after position, anchor, size and seal (pass) criteria was met. Post release, the closure device was noted to have shifted proximal within the appendage leaving a large shoulder. The physician monitored transesophageal echocardiography (tee) and fluoroscopy imaging to ensure there was no further movement. The patient was kept overnight and had a computed tomography (CT) scan done prior to discharge to ensure maintained position. The closure device remained in a stable position, and the patient will continue to be monitored at the next follow up.